Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient. Pt called in and reported that the controller had went blank and unresponsive. After the reset the patient had a memory problem. Pt attempted to set the date and time, however instead of advancing past the set up screen the controller looped the controller back to the beginning and displayed memory problem again. Agent sent an email to repair to replace the controller.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported the controller is not coming on and is blank. Patient services (pss) advised to reset controller and after reset the controller was blinking green showing. Pss advised to charge controller until solid green and then charge ins. The troubleshooting steps that were taken on the call resolved the issue. Pt called back from registered number and mentioned the controller was blank/unresponsive again. During the call, the pt reset the controller and the controller came back on. Pt installed mdt li battery pack and the controller was charging as expected. Ins charge was low and controller charge was 50%. The troubleshooting steps taken on the call resolved the issue. Additional information received. Patient reported controller hadn't been charged. When patient tried charging it went blank. Patient reported having to take battery out every time and needs to be turned around.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(6), product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.